Event description:
The customer reported that during a patient event, their device reportedly froze and they were unable to charge defibrillation energy. The customer indicated that the device was on hand for a testing of the patient's implantable cardioverter defibrillator (ICD). After the ICD was installed, the patient was placed into a shockable rhythm and simultaneously the physio-control device was being prepared for the event. The customer attempted to charge the device for preparation of the procedure when the reported issue occurred. The patient's ICD successfully shocked the patient so the device was not needed. The patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
After extensive testing of the customer's device, physio-control was still unable to duplicate the reported issue. As a precaution, physio replaced the system/memory pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial device evaluation and has been unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.